Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit did not power up. The complainant indicated that there was no pt involvement in the reported malfunction. During the device eval in zoll's technical service dept, it was also observed that the device screen displayed a "status 56" message.